Manufacturer narrative:
The device in this case has not been returned for evaluation. A photograph was provided of the guidewire and the detached tip was noted. The device history was not available for review at this time. The complaint database was reviewed and found one similar complaint over the last 36 months for this component and failure mode.

Event description:
It was reported that the dr. Was advancing the peel away sheath. When it was pulled out, the distal tip of the introducer had broken off in the patient. The physician then made a cut down and had taken the broken tip off the guidewire. The patient condition was unaffected by this event.